Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The hemostasis sheath and locator were returned fully mated. The distal tip of the hemostasis sheath was found to have been damaged. The blood inlet holes were found to have been partially obstructed with biological tissue/debris present. Functional testing was performed by injecting water into the distal tip and checking for obstructed or insufficient fluid flow through the proximal end. No issue was able to be found with device function. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been excessive force sustained by the device during device insertion. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, and action was opened to address the issue and a notification has been sent to the npd quality team.

Event description:
The user facility reported that upon inserting the angio-seal sheath vessel locator component, there was mild resistance at the anterior arterial wall. The device was pushed and rotated through this resistance, at which time the blood return through the proximal hole became impaired. The vessel locator was removed, and the working sheath was reintroduced over the guidewire. An angiogram showed that the femoral artery was now in spasm. Manual compression was performed, and hemostasis was achieved. There were no patient issues. Cursory examination showed there may be a slight imperfection at the sheath/dilator transition. Vessel spasm occurred. The estimated blood loss was less than 250cc's. The procedure was successful, and the patient was discharged. Additional information was received on 30november2021. The procedure performed was a brachial artery embolization using a 5fr procedural sheath. A pre-deployment angiogram was performed.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.